Event description:
On (B)(6) 2011, a system was explanted due to infection, and md elected to implant this rv lead and attach it to a pulse generator (that was externally placed) until infection heals and a new permanent system can be implanted. The physician was dr. (B)(6) at (B)(6)medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).